Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window. Insulin pump was received with (B)(6) alkaline battery. Data analysis: customer daily insulin total average from 58.05 to 121.85u, total basal insulin from 46.7 to 61.2u and bolus insulin 0 to 67.0u. Two weeks of data listed for the dated of (B)(6) 2014.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was heart attack. The customer head hear disease. The customer's blood glucose at the time of death was unknown, but the last known value was 194 mg/dl. The caller stated that they were not with the customer at the time of death and were unsure if the customer was wearing the insulin pump at the time of death. The caller stated that the customer did not use sensors. The caller agreed to return the insulin pump for analysis. At this time, no further information is available.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.